Manufacturer narrative:
Based on the claim against the product by the customer noting no cautery and a broken/loose wire, an investigation is in progress to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned, but it has not yet been received. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the instrument logs for the fenestrated bipolar forceps instrument (part number 471205-17/lot number k12220606 0436) associated with this event has been performed. Per the review, the fenestrated bipolar forceps instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 7 uses remaining after the last procedural use. This complaint is reportable malfunction event due to the following event: it was alleged that the fenestrated bipolar forceps instrument had no cautery and a broken/loose wire. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the fenestrated bipolar forceps instrument had no cautery and a broken/loose wire. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a dislodged conductor wire at the proximal end. The instrument was placed and driven on an in-house system. The instrument passed recognition and engagement tests but failed the electrical continuity and energy delivery tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No signs of thermal damage were observed. Common causes of this failure mode is attributed to a component failure.